Event description:
Customer reported the infusion device stopped delivering insulin without providing an alert or error message. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.